Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint ¿ patient was revised to address pain. Doi (B)(6) 2011 - dor (B)(6) 2012 (right hip). Update rec'd 3/29/2013- ppd and medical. Records received. This complaint is now legal. After review of the medical records all of the other implants are being added to the complaint as they cannot be excluded as the cause pain as the complaint is now legal. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/15/14.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complaint has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 442045, c445256, ec7e31, 442137, 2844087 and er7ge1. Based on the inability to find any other reported incidents against the provided product and lot codes it is not unreasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). A search of the complaint database search finds one additional reported incident against lot codes 419128 and 2932406 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.